Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2022 and suture was used. The patient experienced post-op inflammation & device extrusion. The patient underwent surgery, and the perineum wound was 1 degree lacerated. The doctor used suture to sew the perineum wound with embedded suture in the skin. The patient was discharged on the second day after the surgery, and the patient complained of pain in the perineum wound on the 11th day after the surgery. The doctor found that the surface layer of the wound at the labia majora was cracked about 1cm, and the suture was exposed at the split; the vaginal wall wound was flushed, and the suture was not absorbed. The wound was disinfected with povidone iodine disinfectant. The suture of the wound was cleaned. The patient was instructed to take a hip bath with potassium permanganate solution. The patient should return to the doctor 3 days later. On the 14th day after the surgery, the patient returned for a visit and complained of no obvious pain. The examination showed that the surface of the perineum wound was healed, and the vaginal wall wound was healed without flushing and secretions. No additional information was provided.